Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback due to clotting of the extracorporeal circuit. Facility staff attributed the alarm to issues with the patient's access which has since been resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure alarm occurred at the beginning of a routine hemodialysis treatment. The operator was unable to resolve the alarm and discontinued treatment. Rinseback was not performed due to possible clotting attributed to the amount of time spent troubleshooting, resulting in an estimated blood loss of 190cc. No medical intervention was required.